Event description:
It was reported that a high drain alarm occurred at the end of therapy on the home choice (hc). The registered nurse (rn) stated they were not near the hc but the hp reported a high drain 10. The rn stated they did not know the complete alarm number. The hp did not have any symptoms. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unreported date in 2002. The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.